Manufacturer narrative:
The telepack was replaced and the reported issue has been resolved.

Event description:
Customer reported an intermittent signal loss and a leads off message alarm on the panorama telepack. No pt injury was reported.